Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock during atrial flutter that the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.